Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.

Event description:
The seller emailed to us that their customer reported that the that the pad sparked and stopped working.